Event description:
The customer reported via phone call that his blood glucose level came down to 70 mg/dl and then 30 mg/dl. He treated his blood glucose with food and glucose tablets. The customer had experienced low blood glucose levels for two years. In two instances the paramedics came to help him. He vomited but did not go to the hospital. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.